Manufacturer narrative:
This product is manufactured but not marketed in the u.s. Device evaluation: lens was returned dry, in lens case/vial. Visual inspection found the haptic bent and clear surgical residue on the lens surface. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6, diopter -18.00 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2016 the lens was exchanged for a longer lens due to the patient experiencing low vault. The problem was resolved.